Event description:
Reporter (customer's mother) alleged obtaining discrepant blood glucose values of 20 mg/dl back to back with a result of 87 mg/dl when testing was performed 10 minutes apart with different blood samples on the compact plus system. Reporter stated on a different day another comparative test of "lo", less than 9 mg/dl back to back with a result of 121 mg/dl was performed 'right away' with a different blood sample on the same system. No hyperglycemic or hypoglycemic symptoms were reported in either incident. No actions were reported taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.